Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a sapien m3 procedure in mitral position where the patient presented with cardiogenic shock and was found to have prosthetic valve thrombosis with elevated gradients and heavy clot burden causing severe mitral stenosis. After worsening hemodynamic parameters with thrombolytic therapy alone, emergent valve-in-valve tmvr was performed with successful implantation of a 29-mm edwards sapien s3 ultra resilia valve inside the encircle m3 valve.